Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The technical support team provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction recurre.